Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4): add01 implantable pulse generator (ipg) 2008-(B)(6); 5076 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. A reposition attempt was not successful and the ra lead was removed and was not replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.